Manufacturer narrative:
Contaminant matter was discovered inside the cannula of an instrument in the field, as the product was not satisfactorily inspected and decontaminated. CAPA-2024-0027 has been opened to address this issue.

Event description:
During spd at the hospital before surgery, a k-wire was found inside a reamer. The k-wire was removed and found to be contaminated with blood and tissue. A photo was provided showing the issue. No surgical delay was noted. CAPA-2024-0027 has been opened to address this issue.